Manufacturer narrative:
Received one 14f x 36cm split stream catheter for evaluation. A visual inspection of the catheter revealed the catheter is cut 1 cm below the cuff. The remaining portion of lumen was not returned. The extension tubing is discolored and there is excessive adhesive residue on the lumen. The length of implantation is unknown; however the appearance can suggest the device was in the patient for a lengthy amount of time. A functional evaluation of the catheter revealed a leak at the y connection when flushed. The split stream catheter is manufactured by bonding two lumens together allowing the distal portion of the lumens to be separated by the physician as deemed appropriate. The proximal portion of the lumen is permanently bonded. The hole appears to be caused by splitting the permanently bonded section in the clinical environment. The external portion of the catheter, where the attachable suture wing is applied, should not be split.

Event description:
A split stream catheter was noted to be "inhaling" air during dialysis.

Manufacturer narrative:
An investigation has been initiated. When the investigation is complete a supplemental report will be submitted.